Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient suddenly has no hearing sensations with the device. No incident of accident or trauma is reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Patient had a sudden degradation in hearing impression with the device in (B)(6) 2016. No incident of accident or trauma was reported. No swelling, redness, or pain on implant side was present. No further information has been made available.